Event description:
A surgeon reported that prior to implantation of the intraocular lens (iol) a small tear in the capsular bag was noted, but pt felt comfortable placing the iol into the capsular bag. During insertion, the trailing haptic was noted to be detached from the optic. The damaged lens was removed after enlargement of the surgical incision, and another lens was placed in the sulcus. No vitreous was lost, and the surgeon was pleased at the conclusion of the case. Corneal edema was noted on post-op exam, and a yag posterior capsulotomy was performed in 09/2002. The surgeon stated she felt the corneal edema was related to the density of the cataract itself not to the iol exchange. Currently the eye has 1+ corneal edema, a well placed iol and an open posterior capsule.